Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose, with a blood glucose of 36 mg/dl, then 26 mg/dl. The customer treated the low blood glucose with juice. The customer stated that he feels that the settings on his insulin pump are all accurate and that he gave himself too much insulin for eating cookies. Nothing further reported.